Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurement, measuring greater than 126 ohms. There had been a gradual increase over the past year. Data analysis was performed and boston scientific technical services confirmed the gradual increase in shock impedance along with increased threshold. The pacing impedance had also increased but remained within normal limits. The plan is to continue monitoring this patient and possibly have the patient followed up in-clinic in a month. No adverse patient effects were reported. This rv lead remains in-service.